Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient was transported by an ambulance for an unspecified adverse event. The event was further described as the patient being in a ¿terrible condition¿. At the time of the event, the patient was connected to the homechoice and was performing therapy. It was unknown if the patient was hospitalized for the event. The cause of the event, treatment, and the patient¿s outcome were not reported. No additional information is available.